Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump, after which the malfunction did not recur. Technical support advised the customer to call back if the issue arose again, and the customer understood and was able to continue using the pump.